Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. There was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt, the lead helix lead was placed but needed to be repositioned due to unstable sensing measures. When trying to extend the helix for the second time, the physician felt resistance without having the helix extend. The physician changed stylets, completed a few more rotations feeling no resistance, and the helix suddenly extended. The lead was explanted and the helix was tested. The physician again felt strong resistance with no extension of the helix. The physician completed a few more rotations and the helix suddenly extended and appeared to be bent. A different lead was implanted. No patient complications have been reported as a result of this event.